Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Visual examination of the provided photographs confirmed the reported event. The rim of the liner was fractured and separated from the rest of the part. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the insert is part of shop order 7010771415. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a revision to treat pain and instability secondary to a fractured ceramic head, a worn and chipped ceramic liner, and a stem loosened at the implant to bone interface. Head fracture revised, ceramic liner also damaged. Corail extraction device damaged upon extraction, snapped in the stem. There was a surgical delay while the surgeon located all of the pieces of the femoral head. No additional information was provided. Doi: unknown; dor: (B)(6) 2021; affected side: right hip.